Manufacturer narrative:
(B)(4). Analysis noted that the bmw universal ii guide wire was returned frozen inside the nc trek balloon catheter. Although it cannot be confirmed if the guide wire became stuck with the catheter during or after the procedure, the noted difficulty and damage to the devices appear to be related to operational context of the device and not a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the balloons (nc trek 2.0 x 6 mm and nc trek 2.25 x 6 mm) did not cross the lesion in the distal left anterior descending artery (lad). The patient was treated satisfactorily with a 1.5 x 8 non-abbott balloon. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted that the nc trek 2.0 x 6 mm was returned with a bmw universal ii guide wire frozen in the lumen. The polymer coating on the bmw universal ii guide wire was torn near the distal edge of the coating, indicating that the nc trek balloon encountered resistance with the guide wire during removal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The bmw universal ii guide wire is being filed under a separate medwatch report.